Manufacturer narrative:
It is unknown whether this rv lead will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during the follow-up check, it was observed this right ventricular (rv) lead had been changed from bipolar type to unipolar type. An x-ray was then performed, and lead fracture was noted. A revision procedure is scheduled for the near future. Subsequently, additional information was received that this rv lead was replaced. There were no adverse patient effects reported.